Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 750 mg/dl. The customer treated with a shot through syringe. The customer stated that the site location as on the left side of the belly button about 2 and half to 3 inches away from belly button. The customer reported the infusion set cannula to be bent. The customer was unable to finish troubleshooting due to time constraints. The customer declined to troubleshoot for high readings.